Manufacturer narrative:
This report was originally filed under mfg report num 1610287-2022-00043. All future reports will be submitted under mfg report num reflected in this report. With the information provided, the customers¿ reported event was not able to be confirmed. A check of the batch production record for this lot, showed no unusual manufacturing issues. A check of the complaint records showed four (4) complaints against the same lot number. A check of confirmed complaints showed two (2) similar complaints. There was no sample returned for this investigation. With no additional, related information provided, the customer reported event was not confirmed. Based upon the information obtained, the root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure an ophthalmic regulator knob was fallen off and it could not dispense the perfluropropane (c3f8). The procedure was completed using silicone oil for the patient. There was no harm to the patient.